Event description:
It was reported that during a ureteral stenting treatment procedure, suture removal difficulties occured. The ureteral stent was successfully placed. However, when the physician cut the suture for removal, it was difficult to remove from the patient's body, to the point where the ureteral stent kinked. The suture was successfully removed with no reported patient complications and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).